Manufacturer narrative:
The device has not yet been returned for evaluation. A follow-up medwatch form will be submitted if the device is received for evaluation at a later date. Fractures around the base of the zirconium abutment are typically caused by a torque setting over the recommended 30 ncm and/or misalignment during placement; however, the root cause of this failure could not be confirmed. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. (B)(4).

Event description:
The complainant reported that a pt had a prima zi abutment placed at (fdi dental site 12) on (B)(6) 2011. The abutment was reported to have fractured at the internal lobe connection on (B)(6) 2011. There was no indication from the complainant of any adverse effect to the pt as a result of the reported abutment fracture.